Event description:
It was reported that the patient experienced dizziness and presented to the hospital. A review of the interrogation by qualified personnel determined that the patient was in an atrioventricular nodal reentrant tachycardia (avnrt) arrhythmia. While the patient was in the device clinic, the avnrt rhythm broke and the patient went into ventricular fibrillation (vf). Within moments the patient passed out and fell, striking their head on the chair which caused bleeding from their forehead. It was further noted that the patient received one appropriate shock from their implantable cardioverter defibrillator (ICD). The physician chose to reprogram the device. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.